Event description:
It was reported that the non-boston scientific right atrial (ra) lead of this pacemaker system was explanted due to oversensing of noisy signals leading into atrial arrythmias. The entire system was replaced by an MRI conditional system. No additional adverse patient effects were reported.

Event description:
It was reported that the non-boston scientific right atrial (ra) lead of the pacemaker system was explanted due to oversensing of noisy signals leading into atrial arrythmias. Additionally, the ra lead exhibited high impedances out of range. The entire system and this pacemaker were replaced by an MRI conditional system. No additional adverse patient effects were reported.

Event description:
It was reported that the non-boston scientific right atrial (ra) lead of the pacemaker system was explanted due to oversensing of noisy signals leading into atrial arrythmias. Additionally, the ra lead exhibited high impedances out of range. The entire system and this pacemaker were replaced by an MRI conditional system. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. Correction h6 field: codes added.